Event description:
It was reported to the manufacturer by the facility ((B)(4) center), per facility the resident was being transferred from ambulance cot to the bed. The resident stood beside the bed and was lowered to sit on the side of the bed with assistance. The bed collapsed in the middle and landed on the staff members left foot. The resident was assisted back to the ambulance cot until another bed could be brought into the room. The resident was startled, but not injured. The staff member was sent to the emergency room for an x-ray and it was determined that the left foot was strained. The staff member released from the emergency room to return to work with 2 days light duty.